Manufacturer narrative:
Retainer ring=clear. Unit passed displacement test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, missing display window cover, cracked keypad overlay, cracked case (battery tube) and corroded battery tube. The p-cap/reservoir does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cracked retainer ring. Customer stated that reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.